Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: use error. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 150 units of insulin. Reportedly, the customer loaded a new cartridge and resumed insulin delivery. Additionally, the customer requested and delivered a food bolus but did not eat until much later. Subsequently, the customer's blood glucose decreased to 40 mg/dl which was addressed with the customer eating.